Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 29-sep-2023. H.6. Investigation summary: a device history record review was completed for provided material number 309110 and lot number 2303130. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) syringe sample was returned for evaluation by our quality team. Through examination of the sample, leakage was observed. It has been concluded that the leakage resulted from damage in the plunger component. This type of damage may occur during the handling of the product through the manufacturing process or within the plunger assembly machine. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Event description:
It was reported that during use with bd discardit¿ disposable syringes leakage occurred past the plunger. The following information was provided by the initial reporter, translated from french to english: leaky plunger.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd discardit¿ disposable syringes leakage occurred past the plunger. The following information was provided by the initial reporter, translated from french to english: leaky plunger